Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for high short interval counts (sic) with non-physiologic intervals and noise on electrograms. The oversensing was causing occasional pacing inhibition. The lead was capped and replaced. It was also reported that an interrogation observed a low impedance warning for the right atrial (ra) lead. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected lower range. Atrial lead impedance less than 200 ohms intermittently between october 2013 and october 2014. Concomitant medical products: 5076-52 lead, implanted (B)(6) 1999. (B)(4).